Manufacturer narrative:
Device was discarded at the user facility, therefore a returned device analysis could not be performed.

Event description:
It was reported that during a ptca procedure, a vessel dissection occurred. The 95% stenotic, 40mm lesion was located at a bifurcation of the moderately tortuous left circumflex (lcx) artery with timi 1 flow. The lesion was predilated with the 2.5x20mm maverick2 monorail with a 10% decrease in stenosis. The number of inflations and to what pressure is unknown. The physician then dilated the lesion again with the maverick2 monorail balloon. The number of inflations and to what pressures is unknown. The maximum inflation of the balloon was to 6 atms for 8-10 seconds. Following the second dilation with the maverick balloon, the angiogram showed a vessel dissection. The physician placed three stents from another manufacturer to treat the dissection. The patient was stable after the procedure. No further complications were reported.